Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
Sales rep states a surgeon contacted her and stated that one of her patients claims to have a titanium alloy allergy and is requesting to have the gallbladder clip and hernia clips removed. Sales rep is unsure of device used for gallbladder clip or what type of device was used for mesh fixation. Confirmed that most clips currently used are titanium alloy. Sales rep will gather more information and call back.